Event description:
The hcp reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. It fell off into the pt's mouth. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. There are a couple of slight bends in the push wire. The capsule was returned separate from the delivery system and the trocar needle was not advanced. The plunger was retracted and showing six ribs. The analyst took the handle apart and the plunger was advanced to second set of notches. The needle plate position was correct. The needle moves slightly back and fourth when pushed with finger. The needle does easily advance with push of finger. There is evidence of the needle sliding off of the thrust tip/push pin as if the two piece lined up off the center to begin with.